Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient had a tcc-ez cast removed due to thermal burn (2nd degree, partial thickness) around the calf. The product was used less than four (4) minutes before the event occurred. The cast was removed immediately and silvadine was applied to the burned skin. Patient was much improved with only minimal redness one (1) week post incident and recently started chemotherapy. The cast was used due to diabetic foot ulcer.

Manufacturer narrative:
Tcc-ez cast was not returned for evaluation as the product was disposed therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to non-biocompatibility with the patient/skin sensitivity, as no manufacturing defects were noted when the device history record was examined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.